Manufacturer narrative:
The account found the drive brake assembly had excess grease build up. The account cleaned the head drive brake assembly to repair the bed.

Event description:
Information received indicates the head section is drifting.